Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the device melted. There was low-temperature plasma disinfection. The doctor used two to three times; the dissector pen handle appeared peeling and with sticky phenomenon. When the doctor was operating the knife and pen, the gloves stuck to the knife and pen, and the pen barrel part of the knife and pen was detached from the scum and cannot be used normally. There was no patient involvement.